Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4). "Product unavailable for analysis."

Event description:
(B) (6) peripheral cutting balloon registry. It was reported that in (B) (6) 2005 the patient underwent conventional angioplasty in target lesion for restenosis, no details provided as to degree of stenosis, seriousness, outcome or relationship to peripheral cutting balloon device. In (B) (6) 2004 the patient underwent treatment with the peripheral cutting balloon, the single target lesion was a de novo lesion located in the femoral artery with 5mm reference vessel diameter, and 70 mm target lesion length. Lesion had 70% stenosis pre-procedure and 20% stenosis post procedure. Vessel tortuosity documented as none. Calcification at target lesion documented as mild. Lesion morphology: concentric stenosis; tight stenosis lesion. Pain level during the procedure described as ¿similar.¿ one month and three month follow up assessment was not provided. In (B) (6) 2005 six month follow up target lesion has not remained patent since procedure. Conventional angioplasty performed on target lesion in (B) (6) 2005 with documented angiographic stenosis of target lesion. No details provided as to degree of stenosis, seriousness, outcome or relationship to peripheral cutting balloon device. No data for twelve month follow up.